Event description:
Penumbra ruby coil became detached when attempting to reposition the coil several times. A portion of the coil was in the pt, but the majority was inside the catheter. The physician was able to remove the catheter with the coil, so there were no injuries to the pt. The case was completed using other coils.

Manufacturer narrative:
Results: the coil is complete and does not appear broken, but the coil is detached from the pusher assembly. The coil is also damaged from the procedure. The pet lock at the proximal end of the pusher assembly is still intact. This observation is consistent with an undetached coil, however the pull wire is not inside the capture feature of the (ddt) distal detachment tip and the coil is detached. Conclusion: the event described indicated that the coil detached inside the catheter and pt after multiple manipulations. The pet lock on the proximal end of the pusher is still intact, indicating that the coil did not detach as intended. The pull wire is outside of the capture feature that is located in the (ddt) distal detachment tip. During the evaluation the following parts were measured: distal detachment, constraint ball, and the pull wire. All parts measured within specification. However, it appears that the distal end of the pusher assembly was stretched during the procedure which caused the precompression in the pull wire to be relieved, detaching the coil from the ddt. This likely occurred as a result of procedural technique and placement in the aneurysm or pt anatomy. There is no indication of a device malfunction. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.